Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2005. According to the complainant, post-procedure, the patient suffered from pain, bladder spasms, urinary incontinence and erosion of internal bodily tissue. All other information is unknown and unavailable.